Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated analysis summary . Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, battery cap damage, battery cap contact missing, and serial label damage (faded). In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked corner of the belt clip rails, a cracked case, and a cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, battery cap damage, battery cap contact missing, and serial label damage (faded). In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked corner of the belt clip rails, a cracked case, and a cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage on the battery tube side. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.